Event description:
Information was received from a healthcare provider (HCP) via a manufacturer's representative (Rep) regarding a patient receiving Ba clofen (2000mcg/mL at 96mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy indications for use. It was reported that the patient had shown up (b)(6) 2026 for a catheter exploration and they could tell the pump pocket was full of fluid. The HCP opened up the pump pocket and there was a tiny hole in the portion of the 8709SC catheter that was in the pump pocket. The HCP cut that piece off, took an 8596SC, cut that for the same length, reconnected it, hooked everything back up, and put it back in there and closed it up. The Rep reported there was nothing to return as the 8709SC got thrown away in the operating room. The Rep was unaware when the incident started but was notified today.

Manufacturer narrative:
Continuation of D10: Product ID 8709SC Lot# Serial# (b)(6). Implanted: (b)(6) 2011. Explanted: Product Type CATHETER Section D information references the main component of the system. Other relevant device(s) are: Product Id: 8709SC, Serial/Lot #: (b)(6), UBD: 07-FEB-2013, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.